Event description:
This is report 2 of 2 for the same event. Customer submitted report received from u.s. (B)(4) regarding a burr/cutter device in which, during a laminectomy procedure, it was observed that the "tip of the burr broke off". According to the report, the burr/cutter device was in use with a pneumatic drill. The reporter stated that the surgeon stand and hovers in a position that makes it difficult to see the device while in use. Therefore, the reporter could not clarify if the surgeon was exerting pressure on the side of the burr. The reporter stated that a second burr was opened from the same lot, and the surgeon observed that the tip broke off the second device. Two pieces of burr were retrieved. No x-rays or additional medical intervention were required. There was no patient impact from the tip of the burr breaking. There was an unknown delay in the procedure to obtain a spare motor and drill device. The surgery was completed successfully with the spare devices. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The cutter/device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent.